Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 210 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support was unable to perform troubleshooting as the issue was not occurring at the time of the call. Recommendation was made for the customer to call back if the issue reoccurs.